Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging provided. Given the limited information provided, it would be inappropriate to speculate at what may have led to the reported ivc perforation noted approx. One year after filter implant. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." "On or about (B)(6) 2015, [pt] presented for removal of his cook celect filter. At that time, a CT scan revealed that 2 of the filter legs had penetrated the inferior vena cava wall and one of the legs had penetrated into the abdominal aorta." Patient outcome: it is alleged that "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment. Mr. (B)(6) has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost his ability to live a normal life, and will continue to be so diminished into the future. Furthermore, [pt] has lost earnings and will continue to lose earnings into the future and have medical bills, both past and future, related to care because of the cook ivc filters¿ defects."

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is unable to be retrieved and organ perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 01may2017 as follows: plaintiff allegedly received an implant on (B)(6) 2014 due to history of prior dvts. Plaintiff is alleging device is unable to be retrieved, organ perforation. Patient alleges attempted retrieval on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." "On or about (B)(6) 2015, [pt] presented for removal of his cook celect filter. At that time, a CT scan revealed that 2 of the filter legs had penetrated the inferior vena cava wall and one of the legs had penetrated into the abdominal aorta." Patient outcome: it is alleged that "[pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment. Mr. (B)(6) has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost his ability to live a normal life, and will continue to be so diminished into the future. Furthermore, [pt] has lost earnings and will continue to lose earnings into the future and have medical bills, both past and future, related to care because of the cook ivc filters¿ defects."